Event description:
Approximately 5-10 minutes into the first hemodialysis treatment with the nxstage system one, the patient's bp dropped from 140 systolic to 63/40. The patient complained of feeling funny, with itchy rash on upper arms and abdomen. Treatment was stopped without rinseback resulting in an estimated blood loss of 190cc. Treatment included benadryl 25mg x2 IV, o2 for spo2 in the 80's. Patient was admitted for evaluation. Epogen started 10,000 units 3xweek for a hgb of 7.6 gm/dl. No other medical intervention was reported. Discharge date is unknown.

Manufacturer narrative:
The exact cause of the reported issue cannot be determined. A review of the reported lot number found no similar complaints reported. Clinical staff attributed event to an allergic reaction. The user's guide included adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. A follow up report will be submitted upon completion of returned cartridge evaluation.